Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Event description:
Information received by medtronic indicated that the insulin pump fell in water, customer changed the battery and had a question mark on screen then shuts off. Customer reported that there was fluid in the battery compartment. Customer stated that the o-ring was in place and free of debris. Customer stated that the battery cap did not damaged. Customer stated that the home screen did not appear on the display. No harm requiring medical intervention was reported. The insulin pump will be returned for analysis.

Manufacturer narrative:
Device was received with critical pump error alarm during testing due to moisture damage on electronic assembly. No blank display noted during testing.